Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08625 inches. A test reservoir was installed and the reservoir locked into place inside the reservoir tube. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing the o-ring, cracked reservoir tube, cracked lcd window, cracked reservoir tube window, missing end cap sticker, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on with blood glucose of 45mg/dl. Customer overcompensated low blood glucose by drinking lots of juice and the blood glucose level spiked and had diabetic ketoacidosis and went hospital. Customer declined to troubleshoot. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.